Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used for a stent implant procedure performed on (B)(6) 2025. During the procedure, the guide catheter broke during deployment. As a result, the procedure was cancelled. However, the broken guide catheter remained within the push catheter, allowing the entire delivery system to be removed as a single unit. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Tab e (initial reporter) was corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf device code f1001 captures the reportable event of a cancelled procedure. Block h11: a naviflex delivery system was received for analysis. A visual examination of the returned device found the pull wire kinked and dislodged from the from the push catheter, which is torn, kinked and damaged. Additionally, the stent was kinked and damaged. The guide catheter was also found attached to the pull wire. Product analysis could not confirm the reported event of guide catheter break, as the broken guide catheter remained within the push catheter, allowing the entire delivery system to be removed as a single unit. The investigation concluded that the reported event and additional observed damages were most likely procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used for a stent implant procedure performed on (B)(6) 2025. During the procedure, the guide catheter broke during deployment. As a result, the procedure was cancelled. However, the broken guide catheter remained within the push catheter, allowing the entire delivery system to be removed as a single unit. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h11 (device technical analysis) was corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf device code f1001 captures the reportable event of a cancelled procedure. Block h11: a naviflex delivery system was received for analysis. A visual examination of the returned device found the pull wire kinked and dislodged from the from the push catheter, which is torn, kinked and damaged. Additionally, the stent was kinked and damaged; and the guide catheter was found attached to the pull wire. Product analysis could not confirm the reported event of guide catheter break as the device was returned with the guide catheter still attached to the pull wire. The investigation concluded that the reported event and additional observed damages were most likely procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used for a stent implantation during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on (B)(6) 2025. During the procedure, the guide catheter broke during deployment. The broken guide catheter remained within the push catheter, allowing the entire delivery system to be removed as a single unit. The procedure was not completed. There was no patient complications reported as a result of this event.